Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the site for a reprocessing in-service. During the in-service, the ess informed the customer on the correct way to brush the channels of the scope using the bw-412t and bw-400l and the scope needed to be manual cleaning prior to being put in the oer-elite. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Olympus was informed that during an onsite visit, the user facility staff only used the bw-400l brush to brush the channels of the scope, they do not use the bw-412t. The staff informed the scope was not suctioned after the channels were flushed. Instead once they completed brushing the scope, they put it in the oer-elite. No patient infections or injuries were reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.  This report is also being submitted to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identify. The event can be prevented, by following the instructions for use, which state: evis exera ii ultrasound gastrovideoscope, olympus, gf type uct180. Chapter 7: cleaning, disinfection and sterilization procedures: 7.1: required reprocessing equipment: preparation of the equipment: channel cleaning brush (bw-7l/reusable), single use single-ended cleaning brush (bw-400l): the channel cleaning brush or the single use single-ended cleaning brush is used to clean the balloon channel (see figure 7.5). Single use combination cleaning brush (bw-412t): the channel cleaning brush part of the single use combination cleaning brush is used to brush the inside of the instrument channel, suction channel and the interior and/or openings of the suction valve, aw channel cleaning adapter and biopsy valve. The channel-opening cleaning brush part of the single use combination cleaning brush is used to brush the external surface of the distal end of the endoscope, the suction cylinder, the irrigation port and the instrument channel port (see figure 7.15). Olympus will continue to monitor field performance for this device.